Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose. The paramedics were called to the house, and they gave her a glucagon injection. The blood glucose reading was 1.6mmol/l when the husband found her breathing heavily in the middle of the night. Troubleshooting was performed. The customer mentioned having a bad cold for the past week. It was stated that insulin did exit during prime, and the customer changes the infusion set every three days. The programming, time, date, and settings were correct. Reviewed the bolus history and found that the customer gave herself 24.0 units of insulin, but she did realize that she delivered twice 12.0 within a short period of time. It was stated that the insulin pump was not exposed to a high magnetic field. The customer stated that she has been using the insulin pump again, and she felt safe with the device. No further information was provided.